Event description:
According to the distributor's report, the device was used to close a laceration near the eyebrow. Six days post-op the pt returned because the wound had opened. The attending physician noted this laceration should not have been closed by the device without the use of subcuticular sutures. The wound was cleansed, debrided, and closed with sutures. The pt is reported as fine.